Event description:
Doctor removed one implant due to infection. The doctor reported the following info. The pt had extensive dental work in another country, which resulted in an infection. The doctor treated the infection and subsequently placed several keystone implants in the pt. One implant failed due to residual infection. The doctor reported that he does not believe this to be a device related issue. Residual infection at the implant site is a well-known risk factor for dental implants, which can result in implant failure.

Manufacturer narrative:
Key eval data provided by the clinician. This data was used in the investigation of this event and is documented in this report.